Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has gone undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional information from the importer report: (B)(6) 2012, uretex urethral support system, catalog: #unknown,(B)(6). Attorney.